Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during priming. The technical service representative explained that the leak may be due to the supplies and the set up. There was no patient injury or medical intervention associated with this event. No additional information is available.